Event description:
It was reported that the pulse generator migrated through the patients skin. The device was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.